Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the lip ring broke in half. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentioned the reservoir still locks into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.